Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years, nine months and sixteen days post a port placement, the catheter was allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one implantable powerport attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A split was noted on the attached catheter approximately 7.2cm from the distal end of the cath-lock. A complete circumferential break was noted on the distal end of the attached catheter that appeared elliptical in shape. The distal catheter segment was not returned. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven, the surface was noted to be granular in one region and round and smooth in the other. Therefore, the investigation is confirmed for the reported fracture and the identified material separation, catheter wear and deformation issues. Labeling review: the definitive root cause for the break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. H10: g3, h6 (device, method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years, nine months and sixteen days post port placement, the catheter was allegedly ruptured. There was no reported patient injury.

Event description:
On (B)(6) 2024, a patient underwent for a port placement procedure using powerport isp m.r.I. Implantable port, groshong single-lumen, 8f. It was reported that three years, nine months and sixteen days post port placement, the catheter was allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one implantable powerport attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A split was noted on the attached catheter approximately 7.2cm from the distal end of the cath-lock. A complete circumferential break was noted on the distal end of the attached catheter that appeared elliptical in shape. The distal catheter segment was not returned. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven; the surface was noted to be granular in one region and round and smooth in the other. Therefore, the investigation is confirmed for the reported fracture and the identified material separation, catheter wear and deformation issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, g2. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.